Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained oversensing possibly due to lead noise was observed on the right ventricular lead. No patient symptoms were reported. The lead was being monitored. The patient was stable.